Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, unknown cup, unknown stem. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10522. Requested but not returned by hospital.

Event description:
It was reported that a patient underwent initial left hip arthroplasty. Subsequently, the patient underwent a washout and then was revised 7 days later due to infection. A washout was performed to remove the liner and head. A duplicate liner and ceramic head were inserted. Attempts have been made and additional information on the reported event is unavailable.